Event description:
The physician attempted closure of an arteriotomy site with the starclose device following a diagnostic procedure, however, had difficulty splitting the sheath. The device was removed from the pt and hemostasis was achieved via manual compression. On an unknown date, the vascular surgeon took the pt to the operating room and performed an endarterectomy and thrombectomy at the insertion site. At last report, the pt was doing fine.

Manufacturer narrative:
The device was received. Investigation is not complete.